Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): distal conductor blood/body fluid (not obstructed); full lead returned and analyzed, no anomalies were noted.

Event description:
It was reported that during implant attempt, there was high impedance and sensing difficulty, and the stylets would kink and could not be pushed in the lead. As a result, there was positioning difficulty. The lead was not used. No patient complications have been reported as a result of this event.